Manufacturer narrative:
A ge service rep performed an on-site investigation. The cotter pin was replaced, the system was tested, found to be operating to specification, and placed back in service. Root cause investigation is still ongoing.

Event description:
While a ge service rep was performing routine maintenance on the 2800 system, the dual monitor support assembly was found to have a broken cotter pin. This failure may cause the dual monitors to drop. A patient was not involved and no injury was reported for this particular case.